Event description:
Pt was recently made aware of an action against the maker of her breast implants - dow- corning. Pt had bilateral breast implants, implanted in 1982. Pt is experiencing lumps in breasts (unk if lumps are in device or breast tissue). These prementioned lumps move around in breast. Right breast has shrunken, leak is suspected. Pt currently remains implanted with suspect device. Pt is experiencing discomfort.